Event description:
A high impedance event was identified, from a review of the manufacturer¿s in-house programming history database on (B)(6) 2018. On (B)(6) 2018 the device was checked, and high impedance was found on system diagnostics. The generator was at end-of-service. Additional relevant information has not been received to-date. No known surgery has occurred to-date.